Event description:
It has been reported to philips that the allura system had movement issues. Due to a lack of information on which component was affected philips is conservatively reporting this complaint. No harm has been reported.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that geo pc would not boot up on power up of system and there is no geometry movement. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was rejected by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.